Manufacturer narrative:
(B)(4). Additional information received by teleflex reported that the patient became deceased on (B)(6) 2019. (Event captured in MDR# 3003898360-2019-00375). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and not update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states: intubated patient had to be re-intubated 3 times due to the endotracheal tube connector continuously disconnected from the tube. Additional events reported captured in companion reports: see MFR. Rpt #'s: 3003898360-2019-00375, 3003898360-2019-00384, 3003898360-2019-00386.